Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedances of greater than 2,000 ohms on the daily measurements. The patient was checked in the clinic and the impedances were greater than 2,000 ohms in the tip to ring configuration. The lead was still exhibiting good lv capture. When the device was programmed to tip to rv coil configuration, impedances were 387 ohms. Boston scientific technical services (ts) discussed a possible integrity issue or potential fracture within the ring/anode conductor. It was noted that the thresholds and sensing in the new tip to coil configuration were better than the previous configuration. The lead will continue to be programmed in the new configuration. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.